Event description:
The account alleged that the nurse call was not communicating with bed. No patient impact.

Manufacturer narrative:
The account found the communication cable was disconnected from the bed. The communication cable was reconnected by the account to resolve the issue.